Event description:
Boston scientific received information that one day post implant of this right atrial lead, it was noted it had dislodged. There was a re-positioning procedure done. The discharge check then noted loss of capture during testing, as the atrial lead was sensing the ventricular events. The lead remains implanted. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.